Manufacturer narrative:
Reported complaint of user advisory 02 (compression tracking error) was verified. A load cell was not working properly causing the user advisory 2 message. Load cell was replaced. Platform was run for 30 minutes without any issue.

Event description:
It was reported that the autopulse platform constantly displayed user advisory 02 (compression tracking error) during pt transport. Pt was realigned, but the same message still occurred. Medic had to revert to manual CPR. Caller indicated that he did not have any information pertaining to the pt. No adverse pt sequela was reported.